Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump (B)(4) did not alarm downstream occlusion when there was present." Device operator was a (B)(6) building service coordinator. Medication infused was unknown. Patient was involved but not harmed.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 04/22/2022. The pump passed the downstream occlusion alarm test. The event log was also reviewed. The event log indicates the downstream occlusion alarms had occured. No device problem was identified. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2022-00028).